Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a failed storage space. The customer stated that they were unable to access the drawer, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-nov-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a storage space failure. A field service engineer discovered that row b and c on main drawer 4-1 were not detected on the bus. An fse attempted to reset the packets using the hardware testing application, but it was unavailable. The station was shut down, and all the packets and trays were reseated. A subsequent test in the hardware testing application was successful. A final test was conducted in the hardware testing application, and it functioned properly. The station was restarted, but it ceased to operate in the main application. The station was shut down once more, and the rowboard cable header and pyxibus boards were reseated. Upon restarting the station again, everything worked in the main application. The customer tested the packets and drawer, and everything was satisfactory. A test was performed in the hardware testing application, and no issues were found. The system functioned as intended after the field service engineer repaired the device.